Event description:
While investigating an alleged accuracy performance issue occurring in (B)(6) from a surgeon with respect to the medial/lateral leg offset estimate provided by the given hip replacement navigation system, it was disclosed that 3 patients for which the system had been used during hip replacement surgery had hip abductor inefficiency or weakness and slight limp or typical trendelenburg gait pattern. The surgeon is considering re-operation in one case.

Manufacturer narrative:
Per the ongoing investigation including a review of the surgical logs, no performance anomalies or observable use errors could be determined to this date. While the x-rays measurements were sent for analysis, this has not yet been completed to evaluate the extent of the offset inaccuracies and allow determining the involvement of the navigation system with the patient conditions. Their analysis has not yet been completed given that information such as x-ray magnification and the specific method used by the surgeon to measure the offset have not yet been made available by the surgeon.